Event description:
It was reported that during a wedge resection procedure when the surgeon fired the first firing across the lung with a green reload the device was stuck on the lung tissue and would not open. He pulled the trigger four to six times and the trigger would not release. He then pressed the red release button and still could not remove the device. The surgeon then used another device with a green reload and fired around the staple line and cut the device off of the tissue.. There was no bleeding at the staple line as it had completely fired the staple line during the original firing. The surgeon was concerned due to more tissue was removed than the surgeon had planned to remove from the lung. At this time there were no other complication reported. The device and the reload will be returning for analysis. On what tissue type was the device used? Lung at what location on the tissue?asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?1st. During which stroke did the event occur?4th. What color cartridge was being used?green. What other color cartridges were used before and after this event?na. Was buttressing material utilized?no. If so, which product? Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard?no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no. Was there any difficulty removing the device from the tissue?yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Closure trigger top. The analysis found that one sc60a device was returned with the closure trigger broken and in the opened position. An ecr60g reload was received partially fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the closure trigger top was noted to be damage. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.